Manufacturer narrative:
Product complaint # (B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via mw # 2210968-2021-06635.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 and the mesh was implanted. It was reported that the patient had been through a lot of pain for ten years. It was reported that the strip was found in the vagina. It was reported that the patient had a surgery to remove the central part of the strip which injured the patient¿s vagina. It was also reported that intimate relations with the patient¿s husband were impossible for several years.